Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the customer's blood glucose levels had been running above 400 mg/dl. They tried to bolus but the blood glucose would not go down. The insulin pump's display was cracked. The customer did not know how the damage occurred. They declined troubleshooting for the high blood. Troubleshooting was not completed. The device was returned for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents. Also, the insulin pump passed self-test, unexpected error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device was programmed with test minilink and the glucose sensor simulator. It communicated properly with glucose sensor simulator. The sensor feature working properly. No sensor demo or lost sensor alarms noted. The device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.